Manufacturer narrative:
(B)(4). Batch # n54y15. The analysis found that the ats45 device was received with the knife jammed and with an tr45w cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and no anomalies were found. After further analysis of the tube the knife was noted to be jammed. In addition, several b-form staples were noted lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # asku. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the doctor was performing a liver resection and the jaws of the device, ets45, wouldn't open after firing on tissue. The doctor cut the tissue around the jaw of the endocutter, to liberate the endocutter from the liver parenchyma. The procedure was completed using a vascular powered endocutter, pve35a, with no consequence to the patient. There was no bleeding or consequence to the patient.